Event description:
There was no patient involved in this event. Weak status indicator.

Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the 11th march 2014 and performed to specification up to the final history log entry on the 30th august 2015. The returned pad-pak was installed, the device powered up, the green status led flashed although was barely visible. This confirms the reported fault. No instructional leds illuminated throughout. No warnings were given and the green status led flashed throughout. The device was tested and successfully delivered a test shock. No warnings were given and there were no instructional leds throughout. Investigation found the reported fault can be attributed to a misaligned membrane tail. Upon visual inspection the membrane tail was found to have been incorrectly installed. This caused an incomplete connection for the green status led. The device performed to specification throughout investigation at heartsine suggesting the fault was intermittent in nature.